Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry visual acuity. Clinical reason being mentioned as patient unable to tolerate glare and halos, day and night. The iol was explanted and exchanged for an unknown monofocal lens in the secondary implant procedure. Additional information has been received and stated that the patient could not see in the dark. The iol was explanted and exchanged for an non company lens in the secondary implant procedure. Patient issues resolved and the there was no impact to the patient.